Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported being unable to obtain a glucose result on their freestyle flash blood glucose monitor, as the meter would not power on. As a result, the customer reported losing consciousness, being diagnosed with diabetic ketoacidosis, and having insulin administered in order to stabilize glucose levels.